Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Analyst commented, no anomalies found on save to disk. Left ventricular (lv) pacing lead impedance steady at 307 ohms. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to premature battery depletion. It was also reported that the left ventricular (lv) lead encountered low impedance, and remains in use. No patient complications have been reported as a result of this event.